Manufacturer narrative:
The device was received with the needle mechanism fully deployed. The investigation found no evidence of physical damages or defects that would cause the pod to over deliver insulin. Investigation found fluid was able to travel the complete fluid path. The pod data was free of timeouts and drive stalls. Inspection of the phb data found the pod algorithm to function as expected. There are safety mechanisms within the device that prevent the over delivery of insulin. No problem was found. Small cracks were found on the sides of the top housing. No corrosion or evidence of fluid entering the pod through these cracks was seen inside the pod. These cracks would not cause the pod to over deliver insulin. The exact timing and cause of the cracks could not be determined.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 24 and 36 hours. The patient mentioned that they were unconscious. The patient received food and was monitored by the doctors. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.